Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the sensor does not contain a filament. The customer's blood glucose was unknown at the time of incident. Customer indicated they do not have time to troubleshooting and that a replacement sensor would be provided. No further details given.